Event description:
It was reported that a pneumothorax was picked up on x-ray post-op. The patient had some shortness of breath. The pneumothorax was more than likely caused by initial access with the sheath and there was slow leak that was picked up because of the routine x-ray the next day. It was the understanding of the reporter that the leads and device were not involved rather it was the initial access of the sheath. The patient required a chest drain and stay in the ICU, troubled with chest pain from drain.